Manufacturer narrative:
(B)(4). Batch # n54c09. The ec60 device was received for analysis with the clamping mechanism damaged and with an ecr60w cartridge reload not loaded on the device. The reload was received fully fired. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the closure trigger return spring post was damaged. While no conclusion could be reached as to how the clamping mechanism became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic distal gastrectomy procedure, the jaws could not open after firing. The reverse button slid down, the knife was not returned back and the jaws could not open. At last, the surgeon opened the jaws with force. Another like device was used to complete the procedure. There were no adverse consequences for the patient.